Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 486 mg/dl. Customer stated insulin pump did not allow to bolus. Customer stated they got insulin flow blocked alarm and self and displacement test was passed. Troubleshooting was not done at the time of event. The insulin pump will not be returned for analysis.